Manufacturer narrative:
Taper ii. Device labeling addresses the event of port-flip as follows: precautions: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments. Warnings: failure to secure the band properly may result in its subsequent displacement and necessitate reoperation

Event description:
Additional information reported: patient also experienced a port-flip with the lap-band. The device was explanted.

Manufacturer narrative:
Taper ii. Medwatch submitted to the FDA on 07/09/2016. Device not yet received, all other information known. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Based on the serial number provided, the connecter type is assumed to be a taper ii. If returned, visual examination may confirm or determine another taper type associated with this event. Device labeling addresses the reported event of possible port/band leak as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Care must be taken to avoid damaging the band, its inflatable section or tubing, the access port or the calibration tube. Use only rubber shod clamps to clamp tubing. Adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patients degree of intolerance to any foreign object implanted in their body. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: patient with the lap-band system had a "port leak, confirmed by port replacement."